Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert, sensor updating, sensor liner stayed on base tried to insert another one, but sensor didnt penetrate and differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended due to the difference in the glucose values. The customer reported no adverse event. Troubleshooting was performed. The event involved product(s) mmt-7040b, mmt-7512g and mmt-7040a. The customer blood glucose was 88 mg/dl and sensor glucose value was 192 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was beyond 30% limit. Customer was advised to monitor the product and change sensor if issue persists. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. Customer discontinued the use of the device. Mmt-7512g was requested and customer responded the device was returned. No product return is required for mmt-7040a.